Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant ab and artimplant (B)(4), inc. No information supporting allegations of lawsuit currently available.

Event description:
An artelon cmc spacer was explanted due to alleged foreign body reaction. (B)(4).